Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high pacing threshold measurements. The pace lead impedance(pli) measurement have gone from 1,212 ohms to 578 ohms. Subsequently, the right atrial (ra) lead was found to be fractured. The patient was asymptomatic. The field representative reported that upon further investigation, the lv lead was found to be dislodged. Further, upon opening the pocket for surgery the physician cut the right ventricular (rv) lead . The device was explanted while the leads were surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.